Event description:
Outbound. Patient and spouse reports both cadd legacy pumps serial numbers (B)(4) alarming no disposable pump wont run, alarm with (add cassettes 100 milliliter with flow stop lot number 4196.398, expiration date 09/21/2026. Incidents occurred around (B)(6) 2022. Replacement pumps sent. No further details provided.